Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned per facility policy.